Manufacturer narrative:
It was reported that the electrode - patch - universal 2 channel caused red bumpy skin. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on (B)(6) 2024 that the patient was experiencing red and bumpy skin starting on (B)(6) 2024. It was documented that the patient does not have a history of skin sensitivity or allergy. The patient reported that they prepped their skin with soap. Additional information was received on 03 january 2024 that the patient was prescribed a medication to treat the red and bumpy skin however, the patient could not recall the name of the prescription.